Manufacturer narrative:
Date sent: 09/11/2007. The hand piece was returned with a loose mount. It was tested on a generator and no error code was noted. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Additionally, the hand piece no longer meets the specifications for continuity. Complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic gastric bypass, the device came up as a failed handpiece. Opened another device to continue the case. There was no consequence to the patient.